Event description:
Permanent pacing system implanted 9/30/96 for complete heart block. First eval 1/23/97, following syncopal episode. Very high capture threshold. Increased output and scheduled return visit in a couple of weeks. Also discussed with MFR's tech svc. Pt presented before scheduled f/u visit with syncope and further rise in capture threshold. Admitted and pacing lead replaced on 2/7/97.